Event description:
It was reported there was an impedance issue with electrodes 0 and 1. It was stated the lead lost effectiveness about four months previous after the patient fell. Less than 50% therapy relief was reported as a symptom. The implantable neurostimulator and lead were explanted and replaced. It was indicated there was a second lead that was buried from the initial 'stage 1' test and the healthcare provider used that lead with the new battery. A follow up report will be sent if additional information is received.

Event description:
Follow up information confirmed that the impedance values were above 4000 [ohms]. There was no visible damage to the lead component or to the implantable neurostimulator (ins) noted at the time of explant. The patient¿s physician was to schedule a replacement for the ins system. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type extension; product ID 3889-28, lot# v689334, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v689334, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot# v689334, explanted: (B)(6) 2013, product type: lead. (B)(4).